Event description:
It was reported that the right ventricular (rv) lead had a loss of capture and a perforation was suspected. At maximum output, there was intermittent capture. At the lead revision, the lead was unable to be repositioned. Upon extraction, the lead helix presented with a large piece of tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant: 5086mri implantable pacing lead (B)(6) 2013 rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).